Manufacturer narrative:
Age at time of event: over 18 years. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion tight target lesion was located in the left main coronary artery. A 1.50mmx12mm emerge¿ balloon catheter was advanced to the lesion. An attempt was made to pull the device back however, the shaft of the device separated from the balloon tip. The balloon was then trapped inside the guide catheter and the device was completely removed from the patient's body. The procedure was not completed as vascular access was not regained. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast and blood in the inflation lumen and balloon and there was blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 74.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion tight target lesion was located in the left main coronary artery. A 1.50mmx12mm emerge¿ balloon catheter was advanced to the lesion. An attempt was made to pull the device back however, the shaft of the device separated from the balloon tip. The balloon was then trapped inside the guide catheter and the device was completely removed from the patient's body. The procedure was not completed as vascular access was not regained. No patient complications were reported and the patient's status was fine.